Manufacturer narrative:
It was reported by the customer that an exam performed on (B)(6) 2016 appeared to have exceeded the dose threshold limit of 6 gy. No injury has been reported. Ge healthcare (gehc) engineering investigation of this event was performed using information provided by the gehc field service engineer and logs from the system which showed that the total exam duration was about 1h 10 min and the total dose was 8.366 gy with : 4.944 gy from fluoroscopy acquisitions; 3.422 gy from digital subtraction angiography (dsa) record acquisitions. Peak incident dose rate for this exam was 7.6gy. This system is covered under a gehc service contract. All system calibrations were performed on january 29, 2016 with no issues found. The most probable root cause for the high dose would be a long coronary exam performed on a large patient with acquisition settings that seem appropriate. The settings were likely determined based on the physician's clinical judgment for obtaining the best image quality. Detailed instructions on reducing dose and improving the image quality are provided in the (B)(4) 3100 systems cardiovascular imaging system operator manual. These instructions have been reviewed and found to be appropriate. Proper training was given to the customer on dose protocol during system installation. No system malfunction has been identified. The system worked as intended and per specifications. No further action is required.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the patient received a peak skin dose around 7.6 gy in the same body area but did not report radiation burn or adverse effect to patient. No injury has been reported.